Event description:
Customer reported no reactivity with a patient sample containing anti-e and the e+ cells on the panel. Testing was performed with a 15 minute incubation. No erroneous results were reported. All reagents were stored as per package insert and appeared normal before use. Daily qc was acceptable.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).